Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip of the impactor broke during surgery. The tip was recovered an no injury to the patient occurred.

Manufacturer narrative:
[(B)(4)].